Event description:
It was reported that the surgeon inserted an micl12.6 implantable collamer lens on (B)(6) 2012 and one day post op, there was no vault and pressure spike was noted. The lens was exchanged for a longer length on (B)(6) 2012 and the patient is doing fine now.

Manufacturer narrative:
Method - medical review. Results - review of this file indicates that the icl exhibited a low or no vault in this patient however no other signs or symptoms were observed. The icl was exchanged with a longer lens which resolved the problem. It has been determined that this complication is related to inaccurate white to white measurement or secondary to a mismatch between white to white and the sulcus diameter. Surgeons are advised to observe the patient for any signs or symptoms of progressive anterior subcapsular cataract formation prior to exchanging this lens. Staar recommends that the lens be explanted once the surgeon determines that this condition may affect outcome of the patient's vision. If no other symptoms are observed, it is recommended to leave the icl implanted. Conclusion - at the conclusion of the original investigation opened for the issue of icl vaulting (both inadequate and excessive), it was determined that the most likely root cause for both inadequate and excessive vault is difficulty in clinical sizing. In no case has a returned lens exhibited a length measurement outside the expected range according to the labeled length. Pre-operative measurement technology available to clinicians in the past did not provide a direct measurement of the sulcus, to which the icl should be sized. The current practice in selecting an appropriate icl for a patient is to measure white-to-white and anterior chamber depth and, through correlative algorithms, predict the length of the icl that will bridge the sulcus. This method of sizing based upon white-to-white and anterior chamber depth measurements was used in the FDA clinical trial and is recommended in the current labeling of the icl. If the predicted length is too short, the result may be an inadequate vault. If the predicted length is too long, the result may be an excessive vault. (B)(4).

Manufacturer narrative:
(B)(4): evaluation method - lens work order search.results:a lens work order search was performed and there were no similar complaints found within the work order.(B)(4).